Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse at the customer's clinic called to troubleshoot the insulin pump. The nurse stated that the customer frequently has high or low blood glucose levels when visiting the clinic. The nurse reported a blood glucose reading of 221 mg/dl at the time of the call. The nurse then stated that the customer was taken to the emergency room for low blood glucose levels. Prior to the hospitalization, the customer had treated for his food intake and experienced low blood glucose levels shortly after. The customer stated that he may have given too much insulin for what he ate. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.